Manufacturer narrative:
The local area field representative was contacted for additional information. At this time, no further information is available and records indicate this lead remains in service. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead exhibited undersensing. The atrial sensed events were undersensed with a subsequent atrial pace being delivered. The atrial pace is occurring at the same time as the conducted atrial sensed event, giving the appearance of cross-talk on the electrogram (egm). There was a concern the atrial lead had dislodged. No adverse patient effects were reported.